Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced a blank display screen. Customer's blood glucose was 398 mg/dl. It was reported that battery longevity was short and battery had to be changed twice per week. It was also reported that for battery to function, battery cap had to be closed slowly. Troubleshooting could not be performed due to customer not being available with insulin pump.